Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the articulating arm was broken. There was no patient present when this issue was identified. Additional information was provided that the adjustable screw did not work so the arm could not stay tightened. Conflicting information was also reported that the articulating arm was not loose. Follow-up is being conducted.

Manufacturer narrative:
Additional information: the articulating arm was returned to the manufacturer for analysis. Analysis found that the starburst end of the returned arm would not lock down and remained stiff after the handle had been loosened. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the whole arm was unable to be tightened because of the screw.